Event description:
It was reported that a pain stimulation implantable pulse generator (ipg) displayed an error message stating "settings not available. Cannot provide your desired intensity settings" when the caller attempted to use group c settings. Additionally, the controller beeped after charging the implant to 100%. Resetting the controller did not resolve the error message. The caller reported no recent falls or medical procedures. The error message was reviewed, and the caller was redirected to the patient's healthcare provider. No patient complications have been reported as a result of this event. Additional information was received, it was reported the patient had tried the other two programs, they started to give them electrocution zaps so they turned the stimulation off and felt better. Patient inquired about what's the process to leave the stimulation off and to have the implant removed. Patient mentioned they were on other pain killers due to their arthritis and neuralgia. Agent reviewed longevity of implant and reviewed to discuss the next st eps with their healthcare provider. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.